Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 6 message was not resolved with troubleshooting. Per the onetouch ping user guide the error 6 message prompts when the patient/lay user needs to contact customer service.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).